Event description:
During an orif plating of 2nd, 3rd, and 4th metatarsals, the first 2.0mm drill bit tip snapped off and broke, a drill guide was not being utilized at the time of the breakage. The surgeon started using the guide and an additional 3 (three) 2.0mm drill bits snapped off at the tips. All pieces were retrieved, no pieces of the drill bits are in the patient's bone. This is report one of four for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.